Event description:
It was reported that the migrated slightly, and, as a result, patient experienced uncomfortable motor stimulation and ineffective therapy. Surgical intervention was undertaken wherein the s1 lead was explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.